Event description:
During a pta/stenting treatment procedure involving the proximal lad, the express 2 monorail balloon would not deflate. After successfully deploying the stent, using nominal pressure the balloon would not deflate. The balloon was inflated above rated burst pressure for approx 10 mins and a desired rupture occurred. However, the balloon was partially ruptured and would not completely deflate. Consequently the balloon was stuck in the guide catheter. The guide catheter, guidewire, and balloon were pulled out as a unit. Post images were performed and verified everything was intact and perfusion was good. The procedure was successfully completed. No pt injuries were reported and the pt status is reported as 'fine'.